Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 600 mg/dl. Customer reported high ketones but did not discuss this with their health care provider. The high bg was attributed to the malfunction suspending insulin delivery and was corrected with a manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.